Event description:
During placement, the tip broke off and migrated to the right lower pulmonary artery and is now immobilized in the lower right lung. The rptr stated the cause appears to be a loosening of the joint of the distal ring. Follow-up rec'd on 12/8/94. (*)